Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during firing of the stapler on an exploratory laparotomy, tumor debulking, pelvic and aortic lymph node dissection, omentectomy, modified posterior resection, appendectomy, cystoscopy with stent and umbilical hernia repair, the reload got stuck and they could not take it off to load another. There was also the poor staple formation and the doctor said that it appeared that the stapler fired, but then there was a lot of bleeding. It appeared from what was provided after the case that a part of the distal end of the stapler was bent or broken off.

Manufacturer narrative:
Additional information: if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the firing of the stapler on an exploratory laparotomy, tumor debulking, pelvic and aortic lymph node dissection, omentectomy, modified posterior resection, appendectomy, cystoscopy with stent and umbilical hernia repair, the reload got stuck and could not be taken off to load another. A part of the distal end of the stapler or cartridge was bent or broken off. It was also noted that there was poor staple formation. The issue resulted to blood loss of more than 500cc. The surgical time was also extended for more than 30 minutes. The surgeon sew the pedicle to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.